Manufacturer narrative:
One cadd ms3 pump was returned for analysis. The customer's stated problem was verified. During investigation the pump displayed error 112, and this error code is caused by the motor not functioning properly. Service will replace the faulty motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd ms3 pump displayed system fault alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.